Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead exhibited pacing impedance measurements less than 200 ohms. Daily measurements have been stable. Five months previously, the impedance was 425 ohms with a pacing threshold of .8v. There is noise on the rate/sense channel and loss of capture at 6.5 v. The shock impedance is normal at 38 ohms.